Manufacturer narrative:
Returned device was received in fair physical condition. The pump had damaged housing and a scratched screen. During the evaluation of the device, the issue was unable to be replicated by analysts. The upstream sensor was recalibrated and the downstream sensor was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarms when attached to cassette. User facility believes this is likely to be a defective downstream occlusion sensor. There were no reported adverse events.